Event description:
The pt was treated with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component in 2007. In 2008, CT images revealed an infected graft and a type ii endoleak. The physician decided to perform an axillary-bifemoral bypass, followed by the explanting of the gore excluder aaa endoprosthesis. The pt is alive, pending transfer to rehabilitation.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.